Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to damage on guide pin of electrical connector, water tightness was lost; color ring and adhesive around objective lens and light guide lens had a crack; air/water and suction cylinder had no color; label on suction connector was damaged; electrical and suction connector had corrosion due to water leakage; due to wear of angle wire, the play of up/down knob was out of the standard value; plastic distal end cover had a dent; bending tube was deformed; and adhesive on plastic distal end cover had a crack. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope o-ring body control unit was not intact. The issue was found during maintenance. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: jet tube clogged with unidentified foreign material and no inlet water was possible to supply, which has been attributed to insufficient reprocessing. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unidentified foreign material adhered in auxiliary water channel was due to reprocessing could not be conducted properly due to leakage at electrical connector. The event can be detected/prevented by following the instructions for use which state: the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. The preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.